Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The measurable dimensions of the broken drill bit were verified and found to be in compliance with the technical drawings and specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and with the international standards. The drill was broken due to mechanical overloading during use, and assumes that heavy loadings in lateral direction may cause the breakage. The visible signs at the tip indicate that it was in contact with other metallic part what may have caused the breakage. It seems that the drill bit was jammed and therefore, the torque was extremely high. No product fault could be detected.

Event description:
Drill bit broke during drilling. The patient had the humeral comminuted fracture, the doctor put the guiding block on the lateral plate and he put the drill guide with screw thread on the guiding block from support side) and then drilled along the drill guide. The doctor drilled completely and then he pulled the drill bit. When the doctor pulled the drill bit, he noticed that the tip of the drill bit was broken. The broken tip of the drill bit fell inside the patient bone, but he was able to retrieve the tip. He mentioned that he did not put any load on the drill bit and he did not bend the drill bit while drilling the bone. This is 1 of 1 report for event #(B)(4).